Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator(ICD) withheld therapy longer than intended until a successful shock was delivered for ventricular fibrillation. The patient experienced dizziness. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
The reported event of a high voltage output and sensing anomaly could not be confirmed. Session records were reviewed and no signs of a sensing anomaly or high voltage output anomaly were observed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates that the device was explanted and replaced.

Event description:
New information received indicated that the patient condition was stable throughout procedure.